Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided and experienced a seizure. Customer delivered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.